Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Upon power-up, the unit successfully passed all power on self-tests and displayed 'system test ok' message. The fse then connected a known system trainer and balloon, and verified that all hemodynamics and waveforms correctly displayed per settings on the system trainer. Thereafter, the fse successfully initiated and completed auto fill, and allowed the unit to continue pumping at 80bmp for approximately 30 minutes without any alarms, error messages or abnormal function. Despite multiple attempts, the fse was unable to reproduce the reported issue. Moreover, the fse continued troubleshooting and noticed that the device was not maintaining correct date and time, as well as observed fault code 53. Furthermore, the fse installed b.17 software, and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not read the arterial pressure or waveform, despite the fact that a numeric data was displayed. It was also reported that the unit displayed a fiber optic sensor error but it did not stay long. It was further reported that the end user switched to another iabp unit. Additionally and unrelated, it was reported that the iabp unit was not maintaining the correct date and time. No patient harm, serious injury or adverse event was reported.